Manufacturer narrative:
The investigation for the introducer damage has been completed. The returned 7fr lp sheath was visually inspected and tip damage was observed. Data log review not applicable. If the needle stick in the 14fr introducer is very far out towards the edge of the 14fr valve, the user is most likely to run into the sharp edge of the inner geometry of the peel away hub when doing single access. The cause of the introducer damage was most likely user related since the needle stick was likely too lateral. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 71-year-old female noted as high risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. Upon insertion of the impella device through the 14 french abiomed sheath, the physician used a cook needle at ten o'clock to gain pci access via single access technique. The abiomed companion sheath was inserted over a wire establishing single access but resulted in the 14 french abiomed sheath splitting just proximal to the hemostatic valve. This resulted in bleeding noted from the sheath. When the bleeding was noted, the coronary vessels were already wired, so the physician worked quickly to finish the pci and successfully explanted the impella device and sheath without any issue. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.